Event description:
It was reported that this pacemaker expected longevity exhibited a sudden decrease from 7 years to 1.5 years in less than 2 years. Boston scientific technical services (ts) requested the data of the system to perform an engineering analysis. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The patient was scheduled for a follow-up visit. The device remains in service. No adverse patient effects were reported.